Event description:
The retractor broke during lap surgery. It caused internal bleeding in the pt. Additionally, the physician stated that while doing a lap procedure the pt received a tear to their liver. He pulled the retractor out and noticed the tip of the retractor was sharp and not round. The physician further stated that he had to pack and put surgi-gel on the pt's liver. He got another retractor and completed the case without further incident.